Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan). "Product leakage." "During infusion, leakage from the connection part was confirmed. No infection / no health hazard to patient / sample available / probable batch: 21l07g8374/21g18g8372."

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Samples evaluation: received 2 used and contaminated capillary hub of introcan safety 3 pur 22g 0.9x25mm-ap in opened packaging. Cannula hub and protective cap were not returned for investigation. Returned with both used samples are an extension set and syringe. Two peel packs which were returned are: -I) 21l07g8374 ii) 21g18g8372 / material# 4251128-03. Visual inspection: 2pcs samples observed damage at the catheter hub luer. Air tightness test: 2pcs samples were subjected to air tightness leakage test at 300kpa/30s (3bar/30s). Results: no leakage observed. Extension tube set verification: 2 pcs samples which exhibits catheter hub luer damage were tested for liquid tightness test 300kpa/30s (3bar/30s) by using returned extension tube set. Results: 2 pcs passed with no leakage. Root cause analysis: the possible cause of the dent luer could be due to slightly bent or slanted septum opener pin during the assembly of catheter hub to cannula hub. During simulation, the defect was able to reproduce. Another possible cause is bigger opening of septum opener pin towards the catheter hub luer and during simulation, the defect was able to be reproduced. Corrections/containment measure: daily checking for valve opener pin condition and record in process card. Started on 2022-05-12. CAPA has been initiated to address this defect. All related measures and actions will be documented in this CAPA. This complaint is confirmed.